Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 563 mg/dl at the time of the incident. The customer was at 334 mg/dl at the time of the call. The customer used the pump and manual injections to treat. The customer was wearing the insulin pump during the incident. The customer was getting no delivery alarms and believed the pump was under delivering. The pump was also shutting off randomly and then turning back on. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.